Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter leaking could not be determined based upon the information provided and without the sample.

Event description:
During placement of a labor epidural catheter the crna started an injection test dose when air and medication was seen coming out. The catheter was removed without incident and another catheter was inserted. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During placement of a labor epidural catheter the crna started an injection test dose when air and medication was seen coming out. The catheter was removed without incident and another catheter was inserted. There was no reported patient injury.